Event description:
Boston scientific received information that this patient was scheduled for a device upgrade procedure due to chronotropic incompetence along with a lead revision on the right ventricular (rv) lead for noise. The patient is pacemaker dependent with a history of rf ablation for atrial fibrillation (af). Because the physician was unable to gain venous access on the left side, the physician elected to implant a replacement system on the right side. The chronic device was programmed to voo 60 beats per minute (bpm), however during the use of electrocautery, the patient's rate appeared to decreased to 30 bpm. A temporary rv lead was placed and eventually a new permanent rv lead was successfully placed. The replacement device and lead system was successfully implanted and other than the procedure, no adverse events were reported. Boston scientific technical services (ts) discussed probable causes for the clinical observation and recommended that a memory upload be sent for analysis. The chronic device and rv lead were returned to boston scientific for analysis.

Manufacturer narrative:
The memory upload was received and analysis found that no faults or resets had occurred. The device appeared to be functioning properly. The rv lead was received and is currently undergoing laboratory testing. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed